Manufacturer narrative:
UDI and 510k are unknown. No product information has been provided to date. This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Wear and tear damage to drain fitting, enclosure, water tank cover, front cover, and line cord. Filled reservoir with water, attached temperature check to hotline, plugged in line cord, and turned on power switch performed safety/electrical test. The reported issue was confirmed. The root cause of the reported issue was found to be damage liquid crystal display screen. The technician replaced the printed circuit board (pcb).

Event description:
It was reported that the screen was black and front cover was cracked. No patient injury was reported.